Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours. The pod was discarded.

Manufacturer narrative:
The device was received partially deployed. The formed needle was seen in the exposed portion of the soft cannula. After removing the top housing, the formed needle was found to be disengaged from the slide retract, and damage was seen on the slide retract. The damage to the slide retract, the exposed formed needle, and the pain during insertion were caused by the incorrectly installed formed needle. During initial inspection the adhesive welds were found to be misaligned indicating that the adhesive pad was incorrectly installed. During inspection of the fluid path, the cannula was observed to be shortened, and was measured out of specifications. Because the cannula was shortened, fluid did not exit the entire fluid path as intended; it cannot be determined when this damage to the soft cannula occurred. No other damages or deficiencies were found during the investigation.